Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump buttons were not responsive and showed that there was no battery. The blood glucose reading was 402 mg/dl. The customer was treated with a manual injection. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.